Event description:
The patient reported that the keypad buttons became unresponsive on (B)(6) 2011. She stated that she changed the battery to see if that would help, and had to press the buttons multiple times to verify the time and date screen after the battery change. The patient confirmed that the rubber keypad is intact; stated that she wears the pump in her pocket; and denied exposing the pump to cleaning products.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are unresponsive, and the ok keypad button is intermittently responsive. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.